Event description:
Pt having drainage of a walled off necrosis in a pancreatic pseudocyst. Eus fna was used to access the cyst and during the needle retrieval, the needle broke in the cyst-gastric cavity. About 3 inches of needle had broken off and was retrieved using a hot biopsy forcep. FDA safety report ID# (B)(4).